Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased thresholds and impedances. A revision procedure was done and the lead helix took greater than 25 turns to retract and deploy. Boston scientific technical services (ts) was consulted and suggested a potential lead issue and lead should be replaced. The lead later dislodged and was explanted and replaced. To date, no additional adverse patient effects have been reported.